Event description:
The endobag broke during the delivery of the gallbladder. While attempting to remove the bag with the specimen in it through the umbilicus port, the bag broke. There was no patient harm as a result of this incident, and the specimen was successfully removed.